Manufacturer narrative:
This report is for an unk - insertion instruments: trocar: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a hip surgery while doing proximal femoral nailing system (tfna) on a midshaft femur fracture the fracture was reduced, reamed and implanted tfna nail. After getting the tfna nail down the canal, the triple sleeves was used to insert the unknown lag screw. Proceeded with the steps and inserted the unknown lag screw and then went to lock the set screw up top but was unable to. After a few minutes it was found out that the nail had disconnected from the unknown aiming arm, and the unknown lag screw had missed the hole in the nail. Proceeded to extract the nail and eventually getting it out with the extraction hook. Opened a new nail and properly assembled it onto the aiming arm, implanted new nail and lag screw and proceeded with the rest of the case. There was a one hundred twenty minutes (120) surgical delay. Procedure was successfully completed. Patient outcome was unknown. This complaint involves six (6) devices. This report is for (1) unk - insertion instruments: trocar: trauma. This report is 1 of 6 for (B)(4).